Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported when infusing ivig gammunex therapy the "tubing collapsed" causing the infusion to stop .the user reported that there was 40ml was "lost" remaining.

Manufacturer narrative:
Based on further review of the event details, the file is no longer reportable.

Event description:
The customer reported when infusing ivig gamunex therapy the tubing collapsed causing the infusion to stop. The user reported there was 40ml remaining; an additional dose was ordered and given to replace the 40ml volume that did not infuse. There was no report of lasting patient harm.